Event description:
Boston scientific received information that this pacemaker dependent patient was hospitalized following a fall where he cut his head. This right ventricular lead showed loss of capture with greater than two seconds of asystole observed on telemetry while the patient was lying in the hospital bed. The field representative was contacted and upon interrogation noted that there was loss of capture at higher outputs but capture was noted at lower output settings. Boston scientific technical services was consulted and suggested obtaining an x-ray to determine if the patient's fall attributed to any issues. Subsequently a revision procedure was performed where the device was explanted and the rv lead was surgically abandoned. No additional adverse patient effects were reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
We received your event description for the above mentioned device and would like to thank you for supporting our post-market surveillance. As of today, the medical device is not available for analysis; therefore the device itself could not be investigated. The information you provided has been entered into our quality system as a complaint. These types of complaints are used to evaluate systems and device performance throughout our organization and help to maintain and improve the performance of our devices. Should additional relevant information or the device itself become available, the investigation will be updated.